Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 50mg/dl. The customer's most current level was 314mg/dl. The customer states the perceived caused of the low could be food sensitivity. The customer states having had keypad issues and missing bolus history. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened act button dome switch. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.